Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the caller reports that they had a problem with leaking all day yesterday and can't feel stimulation. Helped caller connect to implant and increase settings. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The caller reported that the communicator would not charge, it was determined that it was 100% and the patient was misunderstanding the function of the battery lights. Educated patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.